Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. The device was implanted without reported issues. It was reported the patient died on (B)(6) 2025. Patient was found unresponsive and transported to emergency room where they were declared deceased. The cause of death was cardiac arrest. The cause of the cardiac arrest is unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and subsequent death approximately 10 days post-procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and medical review, the exact cause of the cardiac arrest and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.